Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record could not be performed as no DHR was provided by the supplier. However, a quality review of the product was conducted by the supplier and noted no non-conformances. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. Risk information and analysis was provided by the supplier. An official response was sent to the customer by the supplier as well. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Additional information was received in patient¿s medical records indicating the patient underwent manipulation for arthrofibrosis approximately 2 months post-implantation. During the procedure, bloody fluid was drained from the joint.

Manufacturer narrative:
The investigation is in process. A follow up report will be submitted once the investigation is completed.

Event description:
It was reported that patient was treated in an emergency room for right knee pain, swelling, erythema about the incision. The patient was diagnosed with superficial wound infection and intravenous antibiotics were prescribed.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). There is no indication whether or not the product will be returned to zimmer biomet for investigation. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty and subsequently underwent a manipulation procedure due to swelling, popping noise and limited range of motion. Patient stated that the physician indicated that the revision was due to the product failing.